Event description:
A report was received that during a patient's implant procedure the physician had a problem aligning the lead connector into the lead splitter. After 75 minutes the physician was able to obtain perfect alignment with the contacts. The patient was receiving adequate stimulation following the procedure.

Event description:
A report was received that during a patient's implant procedure the physician had a problem aligning the lead connector into the lead splitter. After 75 minutes, the physician was able to obtain perfect alignment with the contacts. The patient was receiving adequate stimulation following the procedure.

Manufacturer narrative:
Device evaluation indicated that the lead splitter passed electrical and mechanical tests performed. The complaint was confirmed. Visual (microscope) and x-ray inspection of the splitter found that the setscrew is completely unscrewed from the connector block and kept in place by the septum. When the set screw was put back into the connector, it locks into a test lead without any anomalies. The lead passed impedance test. A review of the manufacturing documentation for the splitter revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved: model#: sc-2316-70, serial/lot#: (B)(4), description: infinion 70 cm lead kit.